Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 437 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was assisted with trouble shooting and was assisted with reprogramming their insulin pump. The pump works as designed. No further assistance needed.